Event description:
During a coloproctostomy procedure, the device was difficult to remove after firing. The surgeon removed the device by force. Three days post-operatively, major leakage occurred. The surgeon re-operated on the pt and applied another product. Due to malformed staples and difficulty in removal, leakage recurred. The surgeon manually sutured to complete the procedure.